Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
(B)(6) 2025, ml, 10:38pm est. Pt's nurse called in not currently in the room with pt. Pt's nurse wanted to know how to turn on ilet. Pt is currently hospitalized due to hypoglycemia. Agent will fup with pt in a few days to gather bgq and finish hospital q. (B)(6) 2025, 7:20pm pt - am pt's son/caregiver called to update on hospitalization. Pt was hospitalized due to a uti that turned into e. Coli. The hospital took the pump off when she arrived and son instructed, they give her a manual shot as she had started reading high. He had done a full supply change after reconnecting to pump two hours prior to the call and bg was at 385. Agent to fup tomorrow to gather discharge date and bg update.